Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving a baclofen via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that the patient had tightness that had not resolved following pump replacement. His intrathecal baclofen dose was in the process of being titrated. Additional information received from a consumer indicated after the surgery the surgeon increased the patient's pump to 100 mcg. The patient was still having withdrawal symptoms but calmer due to surgery medications and the intrathecal baclofen starting. On (B)(6) 2016 the nurse practitioner came in and increased the pump from "500 to 1000 migcs." The patient was still not at his baseline tone yet and was still very tight in his arms, legs, and hips with some spasms and stressing. The patient was discharged in the afternoon on (B)(6) 2016. The patient was manageable until (B)(6) 2016 (agitation and stressing got worse) when he went in for an increase in baclofen from 1213 mcg/day in flex mode (4 mcg/hr with 140 mcg boluses every 3 hours). The patient was manageable for a while. The patient started to not due well with increased tone, stressing, kicking, agitation, sweating and throwing up. They returned on (B)(6) 2016 for another increase 1304 mcg/day in flex mode (140 mcg boluses every 3 hours except for 170 mcg at 1200, 1500, or 1800). The patient also had blood work done to see if anything else was going on because of all the distress the patient was having. All test results came back normal. Throughout the month of (B)(6) after surgery and the month of (B)(6) 2016 the patient had to be increased with oral medications to get through some really difficult nights. Some nights they were up till midnight and some nights till 4:00 a.m. With stressing and agitation. The patient was stressing, pushing, kicking, was agitated, sweating, and also had some breathing issues. He returned to the clinic on (B)(6) 2016 to bring him back up to his original baclofen dosage before his withdrawal started. He was given a 200 mcg bolus given at 3:10 p.m. And increased to 1603 mcg/day in flex mode. It was noted the patient got an ulcer on his big toe from his withdrawal. It was unknown how he got the ulcer. A nurse thought he must have been hitting his toe on the bed during his withdrawal but the mother was watching him and noted his bed was surrounded with pillows. The mother didn't think that¿s what happened. Another nurse thought that his toes contracted so bad from the withdrawal that his skin was stretched and caused an ulcer. The patient continued to suffer from symptoms, which only abated in mid-(B)(6) when his mind and body reached his dosage baseline. The patient did not recover from all of the stress and pain and return to his normal self for over two months. After the pump was replaced, while the patient was recovering in the hospital, he continued to suffer from increased muscle tone and seizures. The patient had experienced tremors and difficulties to overcome. The pump was analyzed and reprogrammed on (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016. Additional information received from the consumer indicated the patient did well overnight and appeared much more comfortable. The patient did appear to have increased spasms in the morning and was doing a lot of shaking. The baclofen pump was restarted at a lower dose. Neurosurgery planned to adjust the settings that day as the patient would tolerate. The patient was receiving diazepam as needed and the feeds were not restated as the mom did report some episodes of gagging but no vomiting. The patient had serosanguinous drainage to the upper portion of the dressing at the surgical site. There was no erythema or induration at the pump site. The new pump was filled with 20ml of baclofen at a concentration of 2000 mcg/ml and was programmed to deliver 100 mcg/day in a simple continuous mode. The patient continued to receive 30 mg of g-tube baclofen every 4 hours and 2 mg of g-tube diazepam prn. He last received diazepam at 1030 for baclofen withdrawal symptoms. He was tight and was having near-continuous spasms in both his upper and lower extremities. He appeared uncomfortable and was intermittently tachycardic. (B)(6) had also had several episodes today of staring, breath holding and increased heart rate to the 130's followed by pulse ox desaturation to the 60's. These episodes resolved spontaneously within seconds to a minute. The pump was reprogrammed to deliver 500 mcg/day in a simple continuous mode. A single 100 mcg bolus was also programmed at 1130. This bolus would have peak effects (decreased tone, decreased spasms, sleepiness) in 3-4 hours, between 1430 and 1530 that afternoon. The low reservoir alarm date was now (B)(6) 2016, and the eri (elective replacement indicator) is 81 months. The patient continued to be in baclofen withdrawal. He was currently at a fraction of his usual intrathecal baclofen (itb) dose, and would likely require several dose increases to obtain better tone control. They were also concerned the patient may have been having seizures and would contact the neurology team. The chest x-ray was notable for bilateral atelectasis, likely secondary to muscular tightness due to baclofen withdrawal. It was noted there was very low suspicion that these desaturation episodes represented seizure, though he was at risk from his withdrawal. On (B)(6) 2016 at 0817 the patient began to hold breath, went apneic for about 1.5 minutes, during which time he desatted to 70's. Hr elevated to 140's. The patient recovered without any intervention. The patient was intermittently smiling during the event. At 1030 the patient was intermittently gagging and having tremorous/spastic movements in legs. The patient otherwise was intermittently smiling. The nurse was notified and aware. Valium was given for possible withdrawal. At 1059 the patient started starring, became apneic and desatted to 60's. The patient self-resolved within 2 minutes. Hr up to 140's during episode. The nurse was notified and aware. At 1209 the patient was again staring, apneic, tachycardic and desatted to 60's. The patient self-resolved within 3 minutes. The plan was to get eeg shortly. Seizure med labs were sent off. At 1358 the patient was again staring, apneic, tachycardic and desatted to 70's. The patient self-resolved within 2 minutes. Eeg at bedside placing leads for short monitor. They would continue to monitor. Since the patient was on such a high dose prior to the surgery, they felt it was important that they quickly titrated him back to a higher dose to help alleviate some of his tone and baclofen withdrawal symptoms. The patient's mother felt that the patient continued to exhibit signs and symptoms of baclofen withdrawal today ((B)(6) 2016) in that his legs were especially tight, and he trembled and spasmed when touched. Additionally, she reported that he continued to have staring episodes, with short-lived breath-holding spells and subsequent desaturations. She would like him to be increased to 1000 mcg/day, and that is what the team had discussed doing. She was very happy that his arms, especially his right arm, was able to be lifted, and she was able to get deodorant under his arms. It was noted the patient was much better on (B)(6) 2016 at 1547 and hadn't had any staring episodes. The eeg didn't shown epileptiform activity. An exam on (B)(6) 2016 at 1420 gave results of the patient's arms were flexed at the elbow, and his legs were flexed at both the hips, appeared improved from previous. The patient was discharged on (B)(6) 2016 at 1215. It was noted the wound looked great on (B)(6) 2016. The patient's mother noted the patient did great on saturday, sunday, and monday following discharge from the hospital. His tone was well-controlled and the patient was in a good mood. The mother was thrilled that it was easy for her to put deodorant on the patient because his tone was so well-controlled. However, on tuesday, the patient became very irritable, was stressing and had increased tone. He vomited once during the day. The patient did not sleep well the previous night and was awake, sweating, and stressing. Today ((B)(6) 2016), the patient had been able to keep down his g-tube medications and some boost without vomiting. He was in a better mood that day than overnight, but the mother felt he was still "not quite right." He was also extremely tight. The mother could not get deodorant on the patient due to his high tone. The mother was interested in a dose increase and switch back to his baseline flex mode. On exam, the patient was awake, alert and in no acute distress. He was sitting in his wheelchair and smiled on and off throughout the clinic visit. His arms were both flexed at the elbows, and he had intermittent right leg spasms. He was not diaphoretic or warm to touch. His surgical dressing had a moderate amount of dried sero-sanguinous drainage. The dressing was removed, and the incision site was cleaned. The incision was healing well and without erythema, induration or drainage. Spasticity was unable to be assessed due to significant overriding dystonia. The pump site was interrogated and reprogrammed to deliver 1213 mcg/day in a flex mode with a 4 mcg/hr basal rate and 140 mcg boluses every 3 hours. The low reservoir alarm date is (B)(6) 2016. A review of the logs shows no activation of pump alarms. The patient did well for awhile at an itb dose of 1000 mcg/day. The healthcare provider (hcp) was not concerned that this tone did increase, however, because he currently did not appear to be in baclofen withdrawal, and his baseline dose was much higher. The hcp had no concerns for infection as the surgical incision site looked great. The mother called the clinic on (B)(6) 2016 and told them all was well with the patient and would call back with any issues she needed to discuss. The mother called on (B)(6) 2016 noting the patient was still throwing up on/off since being discharged from the hospital. The patient "power puked" on (B)(6) 2016. It was noted some days he did fine, but most days he was very gaggy and was not able to tolerate all 4 cans of boost in a day. The mom noted he would get a "yucky face and his feed just comes up." Sometimes he got a "sour look on his face just from looking at the boost can." The mother noted he was "not doing that cough deal" anymore. The mom wondered if he could still be going through withdrawal, he was very tight and not at his baseline. He was staying hydrated and was urinating/stooling well. The hcp was not convinced that it was withdrawal. On (B)(6) 2016 the patient was extremely tight, could not sit in a chair due to high tone, pushing and extending legs, arching back, and an extra dose of tizanine and 1mg diazepam was given in the morning without much relief. On (B)(6) 2016 the patient was given diazepam and an extra 20mg of g-tube baclofen at 0100 for continued high tone. The patient woke up with less stressing, okay mood, quiet, and a little sleepy. On (B)(6) 2016 the patient had minimal stressing, smiling, a little drowsy, and the tone was still tight especially in the arms. With all that going on the patient had been able to get his full g-tube feeds because of his gagging and vomiting. They did not feel the patient was constipated and he had not had any signs of a cold or illness. He had been afebrile and had not been coughing ever since he started erythromycin to improve gut motility. The mother was frustrated that the patient had been cycling with having horrible tone days and then better tone days. The mother wondered if he wasn't getting all of his itb some days and not others. She wanted to increase the afternoon/evening boluses to try to help out when he was more tight/stressing on most days. On exam the patient looked undernourished, his weight was down. He appeared well-hydrated with moist oral mucosa. The pump site was prepped and draped per sterile protocol. The reservoir port was accessed with a 22 gauge non-coring needle and 7 ml were aspirated from the pump. The expected aspirate was 7.6 ml. The pump was then refilled with 20 ml of baclofen 2000 mcg/ml and reprogrammed to deliver 1304 mcg/day in a flex mode with a 4 mcg/hr basal rate and boluses every 3 hours. The nurse noted his tone was not well-controlled at that time. She increased his afternoon boluses to try to help better control his tone in the evenings when he seemed to be the tightest. The nurse encouraged the parents to use his prn g-tube diazepam when he started to stress so that they could try to stop the stressing and tone from escalating to the point where it was not controllable. The nurse was not sure exactly what was causing the patient's tone and stressing to fluctuate so much. The nurse was concerned about the patient's nutritional status and weight loss. The nurse touched base with the complex care team to alert them of the weight loss and difficulty with tolerating tube feeds. The patient's labs were reassuring for no infection and within normal limits. On (B)(6) 2016 the patient's mother noted that he had a good night and good morning so far. He tolerated his boost can, medications, and pedialyte well. The mother was very concerned about his tone as it continued to be very bad despite replacing his pump. She was going to keep a log of his tone and emesis to look for a pattern. The patient was happy and not stressing. They were not much looser after the pump increase but it "took the edge off." The mother was wondering if there was something wrong with the catheter for the pump as he seemed to have really good days and then really bad days. It would go in spurts. The labs were reviewed, were essentially normal with no red flags or action needed. It was later reported at 4:30 pm on that day he got a funny look in his eyes again and his breathing seemed funny again (not like he can't breathe but more vocal and maybe more breaths?). The patient started coughing up phlegm and it was sucked out and he was okay. Around 9:30 pm he started stressing a little. At 2:20 am on (B)(6) 2016 the patient was stressing with the start of legs kicking. The kicking increased and the patient was given a dose of diazepam and the patient went to bed. The patient threw up at both 10 and 11 am. The patient was still tight throughout the day. On (B)(6) 2016 the patient did not have a good day at all. As the day went on he started getting crabby and stressing. He was agitated, kicking his legs, sweating, and felt like he had a fever but the temperature was okay. The patient was given tylenol but there was no difference. His arms, shoulders, and legs were real tight. The patient fell asleep at 8:30 pm with stressing decreased but he got up and fussed a few times in the night and went back to bed. That day the patient had a much better day but still was very tight and still had some stressing. A call placed to the patient's mom indicated the patient started getting gradually better on (B)(6) 2016. The patient's tone had improved but he had a "yucky" face and "a funny look in his eyes." The patient was tolerating feeds and had not vomited since the previous week. The mom felt that she noticed a pattern of 3 days of increased stressing with the last day being really bad, followed by a really good day. Normally on the good day he would end up throwing up at some point. On the really bad days the mom felt he looked just like he did when he was admitted to the hospital for baclofen withdrawal. The patient's mother noted the stressing and vomiting events were getting worse over time. She did not feel the patient had any symptoms of a gi bleed. The nurse called the patient's mother on (B)(6) 2016 to make recommendations for the patient's current state. The patient was given valium at bedtime on monday, he slept through the night and was having a good day that far. The patient was also given 40mg baclofen on tuesday afternoon. The doctor recommended giving him 30mg baclofen in the morning, 40mg baclofen in the afternoon and evening until his pump increase the next week. Additionally, to give tizanidine twice daily until pump increase to see if that helped with some of his tone. The patient would continue to use valium as needed. The mother was likely going to only give 1 tab instead of 2 of tizanidine in the morning as that did have some sedative effects on the patient. The patient took the following medications per g-tube for tone control: baclofen 30mg in am, 30mg in pm, 30mg qhs (sometimes mom gives up to 40mg tid), tizanidine 4mg qhs, dantrolene 30mg tid (increased on (B)(6) 2010), and diazepam 2mg twice daily prn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.